Event description:
The customer reported that while attempting to use the autopulse platform (sn (B)(6) on a female patient suffering a stemi, the autopulse lifeband (lot unknown) would not clip in correctly and therefore the device did not deliver compressions. The customer believed this was due to a platform issue. There was a red warning light displayed but no error code. The displayed message was showing "pull up life band, check patient alignment and press restart". Troubleshooting did not resolve the issue. The lifeband was repositioned, and the device was restarted but only performed one compression before stopping again. The lifeband was pulled up and realigned multiple times, but the error continued, and the device would not start. The customer removed the autopulse platform and performed manual compressions. Manual CPR was performed for 30 minutes. Rosc (return of spontaneous circulation) was never achieved in this case. The customer has confirmed the patient died however the patient outcome is not believed to have been as a result of device failure.

Manufacturer narrative:
The lifeband involved in the reported complaint will not be returned for evaluation because the customer disposed of it. Therefore, an investigation cannot be performed, and the root cause could not be determined. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.